Event description:
The suture was used during an abdominal procedure on 10/26/1999. Reportedly, the suture broke on 11/1/1999. The surgeon perform a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.